Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to move the bed to a different room for testing. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support contacted the customer two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a call from the account stating the bed exit will set and alarm at the bed, but will not alarm at the nurses' station. The bed was located at the account. There was no patient/user injury reported. (B)(4).